Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint as the temperatures during production and quality testing did not exceed pds-8019 requirement. The returned attachment was tested by manufacturing personnel and did not meet production specification for water spray (with air), current draw and cap removal specification criteria. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 45.2°c and 37.7°c under load testing with coolant spray on. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies and drive dog. Cap and head cavities and inner components looked good with minor debris. Some spots with corrosion were noted inside the head cavity, head-tail assembly and drive dog. There was also evidence of the set coming into contact with the interior of the cap cavity during use. This indicates severe interaction at high rotational speeds between these two mechanisms which creates heat.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient's lip. There was no intervention.